Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, an opening on posterior assessed, as a surgical impact opening (shell thickness within spec). Capsular contracture: unable to observe, since it is not related to the device. Additional observations: crease flat and stress marks observed, on the device. No further actions are required, as the device was implanted.

Event description:
Healthcare professional, additionally reported, capsular contracture, baker grade unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.